Manufacturer narrative:
H3: product analysis found that reason for return was not confirmed, but the m5 handpiece sounds rough. The motor and the bearings were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the m5 handpiece was used for demonstration, any blades connected to the handpiece was spinning badly and wobbles. The handpiece was run at 500rpm and 1000rpm in oscillating mode. The same blade was working fine with other handpieces. There was no patient involvement as it wasn't used in a surgery.